Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. While advancing a 4.00 x 48mm synergy xd drug-eluting stent through a 6f guidezilla guide extension catheter, the stent came off of the balloon. The guidezilla was then removed, and the stent came out with it. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. While advancing a 4.00 x 48mm synergy xd drug-eluting stent through a 6f guidezilla guide extension catheter, the stent came off of the balloon. The guidezilla was then removed, and the stent came out with it. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that a resistance was felt when the stent was advanced into the guidezilla at the transition point.

Manufacturer narrative:
H6 device code: corrected.